Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer was able to complete a bolus successfully, reloaded the cartridge and resumed insulin.